Event description:
Product end user alleges that he developed a urinary tract infection while using the catheters. He reports that he has been performing clean intermittent catheterization for 6 to 8 years. He reports that "nothing appeared different when using these catheters and he does not think the catheter caused the infection". He states he called his doctor for "very small dark blood clots in his urine" and he saw his doctor in the office who obtained a urinalysis. He was placed on a course of antibiotics and the issue resolved. End user is unable to recall the name of the antibiotics. He states he "almost always washes his hands prior to catheterizing" and also "washes his penis with soap and water prior to catheterizing". He also uses the no touch handling sleeve. No photograph received depicting any product malfunction. Lot number unknown.

Manufacturer narrative:
Device 1 of 1. Common device name- urethral catheter cure ultra® straight tip lubricated pvc 14 fr. 16 inch. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).